Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports that the patient was admitted on the (B)(6) for a severe renal failure following a sepsis with pneumonia in the right lung. The device was already fitted on the left femoral on the (B)(6) during the patient stay, in another institution. On the (B)(6). During hemofiltration, the patient suffered a hemorrhagic shock with cardiopulmonary arrest. It was the 5th use of this device. The MRI showed a vascular breach at the distal end of the catheter. The patient was admitted to intensive care in emergency to fit a stent and a therapy dressing with negative pressure. The patient died due to hemodynamic failure with suffusion (hemorrhage) of the hemoperitoneum inside the peritoneum then in the dressing followed by a respiratory arrest.

Manufacturer narrative:
The actual device involved in the reported event was not returned for evaluation and therefore we are unable to evaluate the nature of the reported failure. The catheter shaft is extruded according to procedure. This process is continually monitored by manufacturing operation personnel. The mahurkar products are submitted to several inspections and testing in order to guarantee its integrity through manufacturing. Testing includes an extension assembly and guidewire test, acute catheter pressure test, and a mahurkar assembly and production test. As part of the investigation process, the device history record (DHR) of lot# 1523500004a was reviewed. There were no deviations of the manufacturing process that might have contributed to the reported condition. According to the event description, the catheter was implanted in the patient on (B)(6). The vascular breach at the distal end of the catheter was noticed on the fifth date of use. It is unknown if the conditions was identified during catheter implantation. However based on the event description it can be concluded that the catheter performed as intended for approximately 5 days, and demonstrates that the catheter performed as intended for a certain period of time. As per the instructions for use, it is necessary to perform a visual inspection before using the device. It is important to not use the catheter if it appears damaged or defective. Exercise caution when using sharp instruments near the catheter. The catheter tubing can tear when subjected to nicks, excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, and cuts which could impair its performance. With the available information it is not possible to evaluate the defective condition reported. If the sample is returned in the future, this complaint will be re-opened for further investigation. With the available information the possible cause could be related to use of a sharp object near the catheter. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process leak inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and visual inspection at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
The patient's past medical history includes, but is not limited to: ischemic stroke, essential thrombocytopenia with myelofibrosis, secondary hemochromatosis, and chronic renal failure (creatinine 653 micromol / l on (B)(6) 2015) the catheter in question was inserted after the patient was already diagnosed with sepsis, and the patient had never had dialysis before getting the catheter placed on (B)(6) 2015. The patient was admitted to a second institution on (B)(6) 2015 due to febrile neutropenia secondary to treatment with jakaviâ® (for myelofibrosis) associated with sepsis in a frank, acute, right lobar pneumonia. This was complicated by sepsis of a single kidney with development of acute renal failure (creatinine 636 umol/l) -on (B)(6) 2015, the patient went into cardiopulmonary arrest, received 4 mg of adrenaline, and was transferred to the intensive care unit. He was in a hypovolemic stated associated with severe anemia requiring a transfusion of 3 packed red blood cells. The patient was stabilized on 10 mg/hr of adrenaline. An ultrasound scan was performed which was negative for intraperitoneal or hemothorax effusion. However, the patient did have a retroperitoneal hematoma secondary to an inferior vena cava wound on the distal end of the dialysis catheter. There was a vascular breach (hole) in the vena cava at the distal end of the catheter, namely at the crossroads iliac venous cellar. There was no bleeding at the insertion site of the left femoral catheter; there was solely a peritoneal hemorrhage. The source of bleeding was located near the distal end of the catheter in the vena cava (junction ileo-cellar). A new supra-aortic catheter was placed, but before leaving the operating room, the patient had a new cardiopulmonary arrest. The patient was again stabilized and had a CT angiography. This showed a left femoral catheter position going back to the iliac axis that had an extravenous journey, making a clouding of the left venous catheter by two paths and one was extravenous position. The catheter was then removed, and the patient required a stent to seal the vascular breach. Again, this stenting took place on (B)(6) 2015. There was no extravasation noted, a negative pressure therapy dressing was applied. The patient continued to experience hemodynamic instability with persistent hypovolemia despite the continued polytransfusions. Despite resuscitation, the patient presented with a new cardiopulmonary arrest, and it was decided not to resuscitate. In total, the patient received 20 units of blood, platelets, several doses of bicarbonate, 6g fibrinogen and 8 calcium chloride bulbs.